Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 27.0 diopter intraocular lens (iol) had a trailing haptic stuck in the inserter during insertion. There was no patient injury. Another lens (same model and diopter) was implanted as a replacement. The patient is doing fine. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 3/17/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the lens from the preloaded system returned out of the device and cut in two parts. The plunger component was observed in advanced position. The cartridge tip was observed deformed. The reported issue could not be verified. Based on the evidence observed, the preload delivery system has not been affected by the manufacturing process. The unit was handled and used for surgical. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and was not confirmed as manufacturing problem. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.